Event description:
Customer reported a patient sample showed a positive reaction in the 3 cell screen using capture-r ready screen (crrs) 3 test wells. The same sample showed a negative reaction when repeated.

Manufacturer narrative:
The customer did not return sample for investigation testing. The false negative reaction appears to be related to the balance strip. Currently the galileo operator manual indicates the following: capture strips can be loaded and stored on the instrument, outside of the storage pouch, according to the time limitations printed in the relevant package inserts. It is the operator's responsibility to keep track of the on-board capture strip storage time. The instruments provide no alerts if the on-board storage time is exceeded and will not flag results generated from such strips. Customers were notified on 8/14/2008 to not reuse strips to test patient samples that have previously been used as balance strips on the instrument.